Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements resulting in high out of range shock impedance measurements greater than 125 ohms. It was reported that the physician was considering performing defibrillation threshold (dft) testing to assess the lead for consideration of lead replacement at the time of a future routine device replacement procedure. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements resulting in high out of range shock impedance measurements greater than 125 ohms. It was reported that the physician was considering performing defibrillation threshold (dft) testing to assess the lead for consideration of lead replacement at the time of a future routine device replacement procedure. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the root cause of the high out of range shock impedance measurements was suspected to be related to potential calcification. The physician opted not to perform dft testing and instead scheduled the patient for a lead replacement procedure on an unknown future date. Monitoring will be continued pending the lead replacement procedure. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.